Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals did not load properly. The seals stayed inside the loading device when staff removed the delivery device. A replacement device was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was not properly positioned inside the loader. The seal was stuck behind the housing and the tension spring remained inside the loader. The delivery device was not attached to the loader device. The reported failure was confirmed.